Event description:
On (B)(6) 2022, it was reported by a facility representative via medwatch letter that an ar-3519h hip avn disposables kit drill pin boke off in patients bone. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.